Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 366 mg/dl. The customer was treated for high blood glucose with shots. Customer reported that she had a backup plan available. The customer was explained the 2 high blood glucose rule. Customer was able to perform high pressure test and test failed. Customer was advised that the device would be replaced. Customer was advised to revert to backup plan until replacement arrives.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).